Event description:
The customer reported a lot of noise when the therapy cable is connected and that the device does not recognize the test load. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported a lot of noise when the therapy cable is connected and that the device does not recognize the test load. There was no reported pt involvement. The device was evaluated at philips. The bench technician confirmed that the device did not recognize the therapy cable and test load. The cause of the issue was localized to the power pca. The bench technician also confirmed that the reported symptom of noise (artifact) when the therapy cable is connected was also due to the power pca. The power pca was replaced to resolve the issue. The device passed all testing and was shipped back to the customer. The trending data does not support that there is systemic problem or emerging issue involving the symptom(s) and failure associated with this complaint. No further investigation or action is warranted.